Event description:
As soon as the electrode was introduced into the joint a portion of the ceramic tip broke off and needed to be removed out of the joint space. The surgeon was asked if he had bent the electrode and he said no. He was also asked whether or not a mallet may have been set on it on the mayo stand and he also said, no.